Manufacturer narrative:
Fragments in patient h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent fusion surgery at l4-s1 due to spondyl in l4-s1. Intra-op, the small ball tip end of the driver got stuck in the bottom of the solera tulip screw. The screw is placed well so the doctor didn't want to try and remove the broken tip. He put a solera rod over it and locked it in place with a set screw. There might be issues if the patient will be revised in the future as the tip is blocking the screw head. No other patient complications were reported due to this event.

Manufacturer narrative:
Product analysis results: visual examination confirmed approximately 3 mm of the instrument tip has been broken off and not returned for analysis. Optical inspection of the fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Hardness inspection of the shaft material hardness confirms conformance to print specifications. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There¿s no revision surgery planned for this case as the tip is locked in with the implants/instrumentation.